Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10220. It was reported the pt's (B)(6) recharge burden had gradually increased. The pt programmer displayed the "ipg battery low" message and the pt eventually lost the ability to recharge her ipg. It was noted that the pt used stimulation at high settings 24 hours per day/7 days per week. The pt also reported her charging system becomes very hot. F/u info revealed that it is suspected the ipg has reached end of life. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.